Event description:
Three years after having silicone breast implantations, rptr started experiencing problems that included: extreme fatigue, flu-like symptoms, numbness in left hand, loss of bladder control, shoulder and arm pain, and jaw pain. Rptr is schedule for explantation on may 21, 1997.